Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Evaluation confirmed the balloon was burst. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found there was present salt on the balloon area. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A review of the device labeling have been conducted for investigation purpose. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 30dec2023, the patient was inserted with a foley catheter and it fell out spontaneously on (B)(6) 2024. Upon checking the foley catheter, the balloon part was torn. On visual inspection, they confirmed that the balloon was damaged. When they put the damaged parts back together, they couldn't see any damage.